Event description:
It was reported that t2 could not be deployed. No patient injury reported. A backup device was used to complete the procedure.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. T1 is free from the needle and the suture has been pulled out of the fixed straw. T1 was reloaded onto the needle and a shake test was performed, t1 remained on the needle. The condition of the device indicates t1 was dislodged from the needle inadvertently when removing the depth straw. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.